Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was 128 mg/dl. The customer stated that the alarm occurred again during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.